Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Leading to the pump shutting down there was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.